Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After successful deployment of the xpedition stent in the lad, the balance middleweight universal guide wire being used as a support wire was observed to be jailed by the stent implant. Force was used during retraction of the guide wire, which resulted in the guide wire separating leaving two pieces in the anatomy, which was confirmed with a computed tomography (CT) scan. A re-intervention was performed and one guide wire piece was able snared; however, after removal it was observed that the stent implant had also been explanted. A CT of the lad confirmed that there was no stent implant in the lesion. The lesion was treated with a new stent. The distal part of the guide wire remains in the patient's distal aorta. According to the physician this part is approximately three centimeters in length and will not be removed as there are no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the warnings section of the hi-torque guide wire instructions for use (IFU) states: do not torque a guide wire if the tip becomes entrapped within the vascular. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The IFU further states to consider that if secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. In this case, as the reported improper use likely contributed to the reported difficulties. The xpedition referenced is being filed under a separate medwatch report.